Event description:
It was reported during the breast biopsy, the micromark clip deployed and the marker sleeve broke off inside the breast. The dr retrieved the marker sleeve and the case was completed. There was no consequence to the pt.